Event description:
Fall apart, cotton comes out-tampon [device breakage]. Case narrative: consumer reported via phone that the tampon fell apart and cotton comes out. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.